Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 29dec2020.

Event description:
The customer called into technical support (ts) reporting that the device's ac power cord is damaged. The device only worked on battery. No battery issue. The customer reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed reported problem. The pse replaced the ac power cord to correct the customer reported problem. The device passed the performance assurance test successfully and was put back into working condition.